Event description:
It was reported that during an intracept procedure the physician encountered hard bone and while malleting caused the peek material of the curved cannula to shear off into the patient. Based on the available information, bsc could not confirm the location of the device fragment. The procedure was completed without further incident.